Event description:
It was reported that, during an endoscopic ureteroplasty procedure, a polaris loop ureteral stent was used, and it was found fractured. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device problem code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during an endoscopic ureteroplasty procedure, a polaris loop ureteral stent was used, and it was found fractured. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device problem code a0401 captures the reportable event of stent shaft break. The returned polaris loop ureteral stent was analyzed, a visual evaluation noted that both loops were detached. The suture was not returned. During magnification, it was observed closely that both loops detached. Based on the product analysis, the reported complaint of stent shaft break was not confirmed, and the as analyzed cause code will be no problem detected since the reported issue was not detected during the analysis. However, it was observed that both loops were detached. Regarding to the analysis performed to the returned device, evidence "stent coil detached/separated". It is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can be "detached" during the preparation affecting the performance of the device. Even though the event mentions it occurred after unpacking the device during the preparation, the suture of the stent was removed, indicating that the device was manipulated. Therefore, the most probable root cause for this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
Block e1: (B)(6). Block h6: device problem code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during an endoscopic ureteroplasty procedure, a polaris loop ureteral stent was used, and it was found fractured. Another of the same stent was used to successfully complete the procedure. No patient complications were noted.